Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. C22819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: uterus, cervix, bilateral tubes, hysterectomy and bilateral salpingectomy: bilateral fallopian tubes with intraluminal wires (essure device). Uterus (144 g) with benign proliferative endometrium, negative for endometrial hyperplasia negative for carcinoma. Intramural leiomyomata (1.7cm and 04 cm in maximum dimensions). Mild active chronic cervicitis, negative for dysplasia. Concurrent conditions included headache, arthralgia, photosensitivity reaction nos, bleeding menstrual heavy, fibromyalgia, hypertension, aneurysm of unspecified site and abdominal pain. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("bleeding") and migraine ("migraines"). The patient was treated with surgery (hysterectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage and migraine outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: right tube: 2 coils. Left tube: 1 coil . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coil were in correct place. Pathology test on (B)(6) 2016: uterus, cervix, bilateral tubes, hysterectomy and bilateral salpingectomy: uterus (144 g) with benign proliferative endometrium, negative for endometrial hyperplasia. Negative for carcinoma. Intramural leiomyomata (1 7 cm and 04 cm in maximum dimensions). Mild active chronic cervicitis, negative for dysplasia. Bilateral fallopian tubes with intraluminal wires (essure device). Most recent follow-up information incorporated above includes: on 22-jun-2020: mr received. Reporter's information added. Lot number were added. Lab data were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: uterus, cervix, bilateral tubes, hysterectomy and bilateral salpingectomy: bilateral fallopian tubes with intraluminal wires (essure device). Uterus (144 g) with benign proliferative endometrium, negative for endometrial hyperplasia negative for carcinoma. Intramural leiomyomata (1.7cm and 04 cm in maximum dimensions). Mild active chronic cervicitis, negative for dysplasia. Concurrent conditions included headache, arthralgia, photosensitivity reaction nos, bleeding menstrual heavy, fibromyalgia, hypertension, aneurysm of unspecified site and abdominal pain. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (hysterectomy to remove the essure). Essure was removed in (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder and migraine outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, migraine and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2019: all available information and references from deleted duplicate case (B)(4) (MFR number 2951250-2019-00934) were transferred to this case. Reporter's information was updated and new reporters were added. Patient's information was updated, essure insertion date and indication were provided, and the events ¿genital bleeding", ¿autoimmune disorder¿ and ¿migraines¿ were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms'). In an adult female patient who had essure (batch no. C22819-not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: uterus, cervix, bilateral tubes, hysterectomy and bilateral salpingectomy, bilateral fallopian tubes with intraluminal wires (essure device). Uterus (144 g) with benign proliferative endometrium, negative for endometrial hyperplasia, negative for carcinoma. Intramural leiomyomata (1.7cm and 04 cm in maximum dimensions). Mild active chronic cervicitis, negative for dysplasia. Concurrent conditions included: headache, arthralgia, photosensitivity reaction nos, bleeding menstrual heavy, fibromyalgia, hypertension, aneurysm of unspecified site and abdominal pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("bleeding") and migraine ("migraines"). The patient was treated with surgery (hysterectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage and migraine outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: right tube: 2 coils, left tube: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coil were in correct place. Pathology test: on (B)(6) 2016, uterus, cervix, bilateral tubes, hysterectomy and bilateral salpingectomy. Uterus: (144 g) with benign proliferative endometrium, negative for endometrial hyperplasia, negative for carcinoma. Intramural leiomyomata: (1 7 cm and 04 cm in maximum dimensions). Mild active chronic cervicitis: negative for dysplasia. Bilateral fallopian tubes with intraluminal wires (essure device). Most recent follow-up information incorporated above includes: on 17-jul-2020, quality safety evaluation of ptc. On (B)(6) 2020, pif received: insertion date updated and lawyer added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.